Event description:
It was reported by an international customer, that, "the patient presents a chronic synovitis, looking chemical. By elimination of other etiologies." No further patient information was provided at the time of this report and no additional details were obtained by the distributor in response to follow-up requests to the surgeon. No other adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
Complaint not confirmed. A review of the device history record revealed nothing relevant to this event. Attempts to obtain additional information from the customer were unsuccessful. This issue is most likely related to an adverse reaction of the patient to the material(s) implanted. Product dfu warns of a possible allergic reaction to the implant materials. Patient sensitivity should always be considered/ruled out prior to the procedure. The cause of the complainant's event could not be determined from the information available.